Event description:
The customer reported the act 5 diff cp instrument gave low rbc, hgb, hct, and plt results with instrument generated wbc flag on two different patients on the beckman coulter act 5 diff hematology system. Erroneous results were not reported outside the lab. There was no death, injury or change to patient treatment attributed to this event. Patient 1 was rerun where results did not match the initial run. The specimen was rerun a second time where results matched the first rerun and were considered correct and released. Patient 2 had similar pattern with a high wbc result on initial run. Only one rerun was performed which the customer considered correct and released. The customer stated only these two patients were affected. The field service engineer (fse) cleaned the baths, aligned the probe and verified latex readings. Mode to mode and same mode reproducibility were verified and flow cell balance was calibrated. Based on information provided the root cause for the low results can not be determined; however, the issue was resolved by instrument servicing by the fse. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Additionally, it is recommended that platelet counts less than 20 x 103/ul be reviewed.